Event description:
Customer reported an erroneous high access prolactin test result was obtained for one pt sample when using the unicel dxi 800 access immunoassay system. The erroneous high test result was reported out of the laboratory and was questioned by the physician. Repeat analysis was performed. The test results were in the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
On (B)(6) 2009, the field service engineer replaced precision pump/valve for reagent pipettor #2 and verified instrument performance. The low results were not isolated primarily to reagent pipettor #2, but were dispersed among all four reagent pipettors. On (B)(6) 2009, the field service engineer adjusted temperatures on all reagent, verified ultrasonic frequencies and voltages. Identified carryover on pipettors 2 and 4. Performed all verification procedures to include required pipettor matching and low volume matching routine. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events.